Event description:
Device malfunction: incomplete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, while advancing the thumb advancer, the "sheath started to disintegrate, as it was splitting apart in more than one spot". Counter traction was used to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.